Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no information is available as lot number has not been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when a customer opened a trach packaging it was noticed that the parts of the inner contents were missing. These were sealed boxes. There has been no report of patient involvement.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.comdevice evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefor no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.